Event description:
The user reported that a texium closed male luer leaked from the female luer lock connection during treatment. From the reported information, there are no indications of serious injury or any medical intervention to the patient or user as a result of this incident. No additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the sample is not available for investigation. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.